Event description:
It was reported that there was a hair in the sterile package of the fiber. When the fiber was pulled out of the package, the nurse noticed a hair in it. A second fiber was opened and used in the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The device was visually and microscopically examined. There were no issues identified with the returned fiber. The glass cap exhibits no devitrification at the output window. There were no signs of charred detritus adhesion on its surface. The fiber was tested with hene (helium-neon) laser fixture there are no signs of breakage along length of fiber. No other anomalies were found with the fiber. Based on all available information and objective evidence from the product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected.

Event description:
It was reported that there was a hair in the sterile package of the fiber. When the fiber was pulled out of the package, the nurse noticed a hair in it. A second fiber was opened and used in the procedure. There were no patient complications reported.